Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call she has had low blood glucose for a week of 57 mg/dl but pump did not alarm threshold suspend. Troubleshooting explained sensor glucose and blood glucose to customer and advised customer on rewind and prime sequence. The customer indicated that their basal rate settings were recently changed. The customer was advised to monitor the pump and will call back for further troubleshooting.